Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart and history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer also received radio frequency pic failed self-test and displayable history crc failed at startup from the insulin pump. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to monitor the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with high idle currents due to a faulty component on the mother board. The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart or external ram crc error alarms were noted. The pump was programmed with multiple boluses and all were recorded in the bolus history and daily totals. No history anomaly was noted. The pump was received with multiple displayable history alarms in the history screen due to a corrupted history file. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.